Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('tubal ligation') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2012, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced tooth disorder ("issues are with molars, top and bottom"). The patient was treated with surgery (essure removed). Essure was removed. At the time of the report, the medical device removal and tooth disorder outcome was unknown. The reporter considered medical device removal and tooth disorder to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-apr-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('tubal ligation') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2012, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced tooth disorder ("issues are with molars, top and bottom"). The patient was treated with surgery (essure removed). Essure was removed. At the time of the report, the medical device removal and tooth disorder outcome was unknown. The reporter considered medical device removal and tooth disorder to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received. Event added: tubal ligation. Essure implant date and reporter added. Case upgraded from non serious to serious incident. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.